Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamc2828c100te, serial/lot #: (B)(4), ubd: 05-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts (vamc3030c150te/ vamf3430c150te) were implanted in the endovascular treatment of a taa. It was reported that post-operatively, a valiant navion vnmc3428c207te was implanted to treat a distal sine about 8 months later. Over 2 years later, for another distal sine , intervention was performed. Above the celiac trunk a vamc3026c150te was implanted and a type IV endoleak was then noted. Another valiant captivia vamc2828c100te was then implanted at the same location . There was still the possibility of the type IV endoleak remaining, so the physician elected to implant a non mdt stent graft . The endoleak resolved. Per the physician the cause of both sines occurring was possible due to the patients own vascular condition or by the selection of the stents implanted may have been too large or possible due to the quality of the stent grafts. The cause of the type IV endoleak was suspected to be due to the quality of the stent itself and commented '' because of the the crack caused by the sine, placing a stent in the same position could not solve the endoleak problem''. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film analysis the reported sines and endoleak were confirmed on the films returned; however, the cause of the events and subtype of endoleak could not be fully determined. Contrast leakage was also observed at the level of the aortic arch. Video angiograms were provided, but only one viewpoint (a-p) was seen, making determination of the endoleaks difficult. The observed distal endoleak leading to false lumen perfusion was most likely to have been an acute type IV blush endoleak caused by fabric porosity. The endoleka was observed distal to the overlapping zone, on a single layered portion of the stent graft system. Factors such as heparin dose, outflow resistance, imaging quality and volume of the dissection false lumen may have also contributed to a likely type IV endoleak. The cause of the false lumen perfusion noted at the level of the aortic arch could not be determined, however, a type ia endoleak cannot be ruled out. Other than the pre-implant dissection, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported distal sine. It is possible that the size of the stent grafts in relation to the diameter of the descending aorta may have contributed to the distal dissection, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.